Event description:
It was reported that the fenestrated bipolar forceps instrument jaws were difficult to move during a da vinci total benign hysterectomy procedure. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to replicate the customer reported complaint. Failure analysis placed the instrument on an in-house is3000 system and it was driven. The instrument passed recognition and engagement testing. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Functional performance testing did not find any issues. The instrument passed electrical continuity testing. Failure analysis also observed that the pitch up and down cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The other cables at the wrist were undamaged. The distal end of the main tube had a scratch mark with light material removal. The scratches were .10 - .14 in length and not aligned with the tube axis. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the tube abrasions, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.